Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed occlusion test. The issue was found during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the downstream occlusion alarm did not activate within specifications. The issue was determined caused by a faulty downstream occlusion sensor/cassette detector.